Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. (B)(4).

Event description:
As reported to coloplast, though not verified, the patient experienced debilitating injuries, physical injury, and has suffered and will suffer apprehension of increased risk for additional injuries, infections, pain, mental anguish, discharge, and multiple corrective surgeries as a result of implantation. The patient experienced erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia, urinary dysfunction, blood loss, neuropathic and other acute and chronic nerve damage and pain, pudendal nerve damage, pelvic floor damage, and chronic pelvic pain. The patient has or will undergo extensive medical treatment including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia, pudendal neuralgia, obturator neuralgia, pelvic floor tension myalgia, hip abductor myalgia, complex regional pain syndrome, erosion, recurrent urinary tract infections, interstitial cystitis, chronic dyspareunia, bowel and bladder dysfunction, and anorectal pain.

Event description:
Additional information received further reported that in (B)(6) 2017 the patient was experiencing or had experienced abdominal pain and vomiting. In (B)(6) 2018, a complete pelvic ultrasound and vaginal ultrasound were ordered for pelvic inflammatory disease. In (B)(6) 2019, the patient was seen in the emergency room for irritation, odor, and potential exposure to a sexually transmitted disease. In (B)(6) 2021, the patient was experiencing or had experienced hematuria; vaginal prolapse; vaginal pain; leaking with coughing, laughing, and squeezing; and rectal pain. Mesh removal and cystoscopy took place under general anesthesia.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received further reported that the patient also experienced vaginal spotting, vaginitis, suprapubic discomfort, left flank pain, frequency and urgency, lobulated vaginal cuff, bilateral groin pain, left greater than right; anal pain worse when sitting; dyspareunia, unable to be sexually active; nocturia, dysuria, incomplete emptying; hypersensitivity with clothing and underwear. Significant tenderness in pelvic floor muscles and the left vaginal sulcus where the mesh is palpable; tenderness in the left obturator internus muscles and around left ischial spine, and hypersensitivity in the perineal clitoral and labial areas.

Event description:
Additional information received further reported an umbilical hernia.